Event description:
Ous - during removal of the catheter, the distal part dislodged. It wasnt used again.

Manufacturer narrative:
A corrective and preventive action was initiated by this incident. In the cause of the root cause analysis the test method for the verification of the mechanical requirements of the welding joint was critically reinvestigated and proved as reliable. Based on the investigations, two possible roots causes were identified: 1. Standard operation procedure for test execution not followed. 2. Welding joint impaired by user.

Event description:
Ous - during removal of the catheter, the distal part dislodged. It wasn't used again.